Event description:
Pt had laparascopic gastric roux-a-4 bypass. Hole poked in pt's stomach, repaired laparoscopically. Stealth eea stapler (new design) used during surgery. Concern regarding new design.